Manufacturer narrative:
Product event summary: returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. Concomitant medical products: 1258t lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the healthcare facility after two weeks of redness and swelling at his device pocket. An infection was reported. Cultures from the pocket show staphylococcus epidermidis. The device was explanted and then replaced four days later. No further patient complications have been reported as a result of this event.